Event description:
The tip of the forceps cev134 bipolar 350mm mouiel has broken into the patient abdomen. Additional information revealed that the pin of the articulation between the jaws and the string broke during a laproscopy surgery. The fragment was of very small size (less than 1 mm) and was not retrieved due to the difficulty and low patient risk as assessed by the surgeon.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The instrument returned is not a cev134 as previously reported by the customer. The jaws are missing so the product reference cannot be definitively determined. However, it was determined that the instrument is most likely a cev625-1. The lot is most likely (B)(4) manufactured in may 2003 and repaired by (B)(4) on (B)(4) 2010. The returned device is significantly bent and damaged. The device was probably damaged after it segregation for the return by the customer. The jaws are missing, therefore we cannot conduct an investigation of the breakage reported and determine the root cause.